Event description:
While receiving assistance with a serter that failed to release the needle, customer reported that she had recently had a blood glucose level over 400 mg/dl. Customer also reported that the cannula was bent. Customer reported that the sensor did not penetrate the skin. Blood glucose level was 125 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.